Event description:
It was reported when the device was used during a low anterior resection, the staples did not form. Subsequently, the patient lost 500cc to 1000cc of blood due to additional dissection performed to prepare and complete the hand made anastomosis. The case was completed using sutures. The o.r time was extended by 2 hours and the patient received a blood transfusion. There were no other patient complications. The patient has been released and is doing fine.